Event description:
Additional information received indicated that the patient states she is "having regular bowel movements." Medication regime to be continued and the event is considered "recovered/resolved with sequelae" on (B)(6) 2015. There were no further patient complications reported as a result of this event.

Event description:
It was reported that following the implantation of an elevate anterior graft the patient presented with mild to moderate de novo constipation. Medication was administered on (B)(6) 2014. The patient was evaluated on (B)(6) 2014, "still having difficulty with bm, evacuates 75%" and medication was continued. The event is considered not recovered/not resolved (continuing). There were no further patient complications reported as a result of this event.